Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that package was not sealed properly and misshaped or sterile packaging on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011895, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22/sep/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011895". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011895 was packaging according to work instruction (wi) version 82 in the multivac 12 on 26/feb/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that during the outgoing test 9, one sample was found with the release liner delaminates from adhesive patch. Sampling is not applicable due to the limited size of the order. Therefore, all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: three unused sets were submitted for analysis. A thorough visual inspection was carried out on the samples from the returned lot to evaluate the product. Investigation process of the complaint was carried out in accordance with: (wi) guidance for visual testing for complaints area version 3: 3 samples out 3 samples failed the test, for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). Conclusion summary of complaint investigation: as a result of the following: the three returned samples were found with individual packaging that was visibly damaged, crushed, and partially open. These conditions were noted during the initial visual inspection and may indicate potential handling or transportation issues affecting the integrity of the packaging. Therefore, this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.